Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the device was not detected on the bus. A field service engineer (fse) found that drawer 3.1 pockets were not detected on the bus, and row c was not detecting pockets. The fse cleaned the contacts on both drawer controller boards, secured the connections, and tightened the hard stops. The pockets were removed, and the tray was cleaned of medication packaging debris. All tray cables were reseated. The drawers tested good in hardware test application, and the fse recovered the drawer. Operational status was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.